Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The device was not returned. Therefore, a sample evaluation could not be performed. The results of the investigation are inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information.

Event description:
It was reported that a pta balloon ruptured during the first inflation while being used to treat an av graft. During withdrawal, a portion of the pta balloon detached, remaining within the av graft. A snare was used to successfully retrieve the detached portion of pta balloon without further complication. Another pta balloon catheter was used to successfully complete the procedure. No report of injury to the patient.